Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a combined cataract and vitrectomy procedure, temporary hypotony occurred due to slower restoration of infusion. Intraocular pressure was released by putting pressure on the sclera even though active iop control was turned on during surgery. A small detachment of the retina was observed following surgery. The detachment has since become bigger.

Manufacturer narrative:
The consumable lot complaint history was reviewed. This is the sixth complaint for the finish goods lot. However, the first for this issue for this lot. The device history record (DHR) shows the product was released per specifications. The wet returned cassette sample was visually inspected and no obvious defects were observed. The cassette filters were noted to be saturated in returned condition and therefore the cassette was dried. After drying the sample the cassette was purged due to dried balance salt solution (bss) and surgical residue within the fluid flow paths of the returned sample. The sample was tested and could prime and pass intraocular pressure (iop) calibration successfully. There were no anomalies observed during priming. The fluid flowed from the bss bottle to the drain bag without any interfering. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Iop was stable during functional and performance testing. The iop stayed active during testing process. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously, without any bubble in various settings in all sub modes. There were no message codes displayed on the screen during functional testing. Cleaning process was performed, after functional test had completed. The root cause of the customer's complaint could not be established. The returned sample functioned per specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).